Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture and stent damage occurred. The target lesion was located in the moderately calcified mid left anterior descending (lad) artery. The lesion length was approximately 35-40mm with a reference vessel diameter of 2.5-2.75mm. After an unspecified guide wire was crossed, intravascular ultrasound (ivus) was performed with unspecified device. The lesion was pre-dilated with an unspecified balloon catheter. A promus element 2.75x20mm stent delivery system (sds) was delivered. During inflation with a non-bsc inflation device, leakage was noted under angiography so inflation was stopped at 4 atm, deflation was performed and balloon rupture was confirmed. They were unable to inflate the sds appropriately, so they attempted to withdraw the device which was difficult as the stent edge got flared but they managed to retrieve the sds into the guide catheter. The procedure was completed with two different sized promus element stents being implanted. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture and stent damage occurred. The target lesion was located in the moderately calcified mid left anterior descending (lad) artery. The lesion length was approximately 35-40mm with a reference vessel diameter of 2.5-2.75mm. After an unspecified guide wire was crossed, intravascular ultrasound (ivus) was performed with unspecified device. The lesion was pre-dilated with an unspecified balloon catheter. A promus element 2.75x20mm stent delivery system (sds) was delivered. During inflation with a non-bsc inflation device, leakage was noted under angiography so inflation was stopped at 4 atm, deflation was performed and balloon rupture was confirmed. They were unable to inflate the sds appropriately, so they attempted to withdraw the device which was difficult as the stent edge got flared but they managed to retrieve the sds into the guide catheter. The procedure was completed with two different sized promus element stents being implanted. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device identified a break in the bi-component bond. A section of the blue distal inner remained attached to the black proximal inner at the bond site. The device was inflated and water was noted exiting from the tip. Stent damage was identified. Struts on the first 2 rows from the distal edge were severely misaligned and stretched distally so that the distal edge of the stent was resting on the distal marker band. Struts at the proximal end were severely misaligned and raised distally. The stent appeared to have moved slightly distally on the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were present along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).